Manufacturer narrative:
Product was returned to adc and this issue was not confirmed upon product return investigation. No product deficiency or malfunction was identified. All pertinent information available to abbott diabetes care has been submitted.